Manufacturer narrative:
(B)(4). The analysis results confirmed that instrument (a) was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. The analysis results confirmed that instrument (b) was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. (B)(4); mfg date 04/07/2010. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After further investigation with the customer, only device a belongs to this complaint . Supplemental medwatch sent on that report to reflect the analysis findings.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was not forming the clips correctly and they were dropping of the vessels. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.